Manufacturer narrative:
Product complaint # (B)(4). One viper universal poly driver was received by the customer quality unit. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip. The second half of the driver tip was not returned for evaluation. The fracture analysis report reveals plastic deformation at the hexlobes and torsional shear markings following a circular pattern. The plastic deformation at the hexlobes indicates a torsional overload. This suggests that the driver underwent a quasi-static overload torsional shear failure starting at the hexlobes and extending around the cannulation. No material defects or other abnormalities were observed in this analysis. The device history record review identified no issues during the manufacturing and release of this instrument that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the driver¿s distal tip fracturing cannot be positively determined. However, the fracture analysis report suggests that the driver underwent a quasi-static overload torsional shear failure starting at the hexlobes and extending around the cannulation. No issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgery was a revision: some screws trajectories were not correct and one iliac screw was too far back and needed to be screwed further in. They could remove the innies, rod and replace screws with wrong trajectory without incident. However, when they tried to screw further the iliac cfx screw, the tip of the screwdriver broke into the screw head. They could not remove the broken piece. Luckily enough the iliac screw was enough screwed in when it happened. The broken piece didn¿t prevent the rod to be inserted into the iliac screw head and to get an innie to lock it. I believe the cfx screw involved was a (B)(4) (8x80) but I am not 100% sure. Patient consequence? :no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.